Event description:
Pump malfunction. Sn (B)(4) occlusion error, sn (B)(4) did not turn on. No other info known. Pt using backup pump that does function. Sn (B)(4), occlusion error, sn (B)(4), doesn't turn on. Occlusion error, the pt spontaneously called in to report the error. Both were occlusion errors, but the pt had a third pump to use so no interruption of therapy. Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to patient or clinical injury? No; did we (MFR) replace device? Yes. Is the actual device available for investigation? She is mailing it back to msd or at least a return box sent to her. Did we replace device? One device was replaced as she already had one working pump and pts are required to have two working pumps. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? Yes, but pt had a third pump to use, so no interruption of therapy. Reported to (B)(6) by pt/caregiver.